Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly analyzed. The device was able to be successfully interrogated with a programmer in the laboratory setting, and multiple successful interrogation sessions were established. Review of device memory confirmed that the last successful interrogation while implanted was on (B)(6) 2016. The memory log also confirmed that a magnet reset was performed on (B)(6) 2017, as expected. To establish communication with a device, the s-ICD programmer first performs a radio frequency (rf) scan to detect nearby devices. The s-ICD detects this scan and the telemetry link is established with the programmer so that the device can be interrogated. In this case, no recent telemetry scans were detected by the device prior to the magnet reset. Following the magnet reset, although the device detected the telemetry scans from the programmer, a successful interrogation did not occur. Additional laboratory testing was performed to identify the root cause of the inability to interrogate the device. The device communicates with the programmer using a radio frequency (rf) telemetry link. To conserve power, the device¿s rf circuitry is not active when the device is not in a telemetry session with a programmer. In this case, laboratory testing detected variable, intermittent timing delays within the rf circuitry of the device. This device behavior has been determined to be due to a shortened telemetry wake-up pulse behavior (rf wake-up period) associated with the telemetry chip and crystal oscillator start-up process. Investigation has shown that the duration of the rf wake-up period directly affects the ability of the device to be interrogated. Although the device was able to be successfully interrogated in the laboratory setting, the varying and intermittent timing delays observed during testing likely caused or contributed to the inability to establish telemetry while implanted.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was explanted due to an inability to establish telemetry. Boston scientific's technical services was called for troubleshooting assistance however resolution remained unattainable. No resulting adverse patient effects and the explanted unit was returned for analysis.